Manufacturer narrative:
The device was returned for analysis. Unit was received for analysis after decontamination (in appropriate packaging). The returned device matches the upn number provided by the customer. There were two kinks located near the white collar at the distal side of the device. There was a big amount of a sticky substance in the blue shaft near the strain relief. It was observed under x-ray that both steering wires were kinked in two locations each. The electrical test was performed and the device passes the test. Magnetic sensor resistance test showed both pairs were within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion was unable to be determined. (B)(4).

Event description:
Reportable based on device analysis completed on 30oct2017. It was reported that tracking issues occurred. During a mapping procedure, an intellamap orion catheter was selected for use. A loss of navigation and mapping occurred in the left ventricle. Patient complications were not reported. Device analysis revealed a foreign substance near the strain relief.